Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump bolus feature does not work. Customer's blood glucose was 594mg/dl at the time of incident. Troubleshooting found that the customer tried to administer a bolus several times but the bolus did not work. Customer indicated that the pump showed that the bolus was being delivered but their blood glucose did not change. Customer also mentioned that they went to the hospital. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. A water filled reservoir and infusion set was installed in the reservoir compartment, the insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen with water exiting the infusion set. No bolus anomaly noted. The insulin pump uploaded properly using carelink pro. The insulin pump had scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.